Event description:
It was reported that a patient underwent an incisional hernia repair procedure on an unknown date and mesh was implanted. The patient experienced a recurrent hernia and underwent an additional surgical procedure. During the procedure, the surgeon noticed that the mesh was completely into the bowel with extremely severe adhesions and fistula. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.